Event description:
The reporter stated a cq2015a collamer aspheric three piece lens was received with a torn haptic. The lens was not used and there was no pt contact. The reporter stated the lens was defective.

Manufacturer narrative:
Eval: results: a lens work order search was performed and no similar complaints were found.